Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon went to fire the tlc55 and it did not fire correctly. The instrument failed to lay the staples correctly. Another tlc55 was used to complete the case with no problems. There was no consequence to the pt.